Event description:
The pt was reportedly experiencing sound quality issues and loss of sound followed by loss of lock. External equipment was exchanged without resolve. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.